Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for nausea and weakness, with a blood glucose reading of 490 mg/dl. The customer's mother stated that leading up to the event, the customer had been experiencing unexplained high blood glucose levels. The customer's mother also stated that the customer uses a model mmt-378 silhouette infusion set and that the customer had changed her infusion set two days before the event. The alarm history showed multiple no delivery alarms in the past week. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.